Event description:
It was reported a patient's atrial lead presented with oversensing noise causing inappropriate automatic mode switch (ams). Programming changes were made to restore normal parameters. The patient was stable.